Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian artery in a 54-year-old male patient for the indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During support, the device was noted to be malpositioned, with the inlet oriented toward the interventricular septum. Multiple attempts to reposition the device were unsuccessful. The patient developed hemolysis during support. It was noted suboptimal transesophageal echocardiography imaging during initial placement, this may have contributed to the device malposition. The existing impella 5.5 device was removed, and a new impella 5.5 device was implanted, with subsequent confirmation of appropriate positioning.